Event description:
High pacing lead impedance was observed. It was noted that the pin was not fully seated in the header. The lead was reconnected into the header and remains implanted.

Manufacturer narrative:
No medwatch form was received.